Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's keypad was unresponsive. Customer reported removing the battery, but got a battery out limit and the display did not return. Blood glucose level at the time of the incident was 156 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump received with button error alarm and intermittent esc button response due to corroded keypad traces. The insulin pump received with normal operating currents. The insulin pump was monitored and no unexpected battery out limit alarms occurred during testing. The insulin pump received with corroded battery tube, cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window, and missing end cap sticker.